Event description:
Reportable based on analysis completed on 29jun2015. It was reported that crossing difficulties were encountered. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending (lad)artery. A 28mmx3.00mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A stent protector from another product was returned with the complaint device. The stent protector was covering the crimped stent. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged with the proximal strut row lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft kink 435mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).